Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital and was admitted to the intensive care unit (ICU) due to elevated blood glucose levels. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Prior to the hospitalization, the customer delivered a bolus via the pump in attempt to treat bg level. Customer was treated with intravenous saline, insulin, and potassium while in the ICU and was released from the ICU on (B)(6) 2022 with no permanent damage. Reportedly, the cause for the reported issue was due to multiple occlusion alarms. At the time of the event, no issues were identified with the cartridge or infusion set in use. Customer continued using the pump for insulin therapy.